Event description:
When circulating rn plugged covidien ligasure device into generator. The generator kept giving the error message "instrument not recognized." Faulty item immediately removed from operating room.